Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pneumothorax was observed. Heart failure was noted. No further information available.

Event description:
New information received notes that the pneumothorax was observed via chest x-ray. Patient was asymptomatic. The pneumothorax was drained, and the patient was discharged.